Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, not prescribing antibiotics pre-operatively, severe force applied to the implant, excessive twisting, bending or stretching, and the patient touching or picking the wound have been ruled out. However, the surgical site was closed using sutures and staples which is non-compliant to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to non-compliance to IFU as the surgical site was closed using sutures and staples (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. Cultures were obtained which confirmed infection, antibiotics were prescribed, and an explant procedure was performed on (B)(6) 2024. The patient is doing fine and no further issues have been reported.